Manufacturer narrative:
The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the probe arced. Please note that the procedure was completed successfully.

Event description:
It was reported that the probe arced. Please note that the procedure was completed successfully.

Manufacturer narrative:
This part arced and cracked two scopes without directly touching either scope. Part also clogged periodically. The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause/s could be the burning tissue blocking the electrode suction pathway. The user with poor or no suction during use, inappropriate selection of power by the user, a wrong default setting, power output variation. The product was returned for investigation and the failure mode was confirmed and will be monitored for future reoccurrence.